Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed undefined high superior vena cava (svc) coil impedance. It was noted that the fractured superior vena cava (svc) coil existed before the recent generator change. The lead remains in use. No patient complications have been reported as a result of this event.